Event description:
I have been noticing that my libre 2.0 cgms has been giving me a lot of low glucose level alarms recently very frequently. I have been checking my blood glucose level and there is a huge discrepancy between the numbers (20-55) difference. I talked to customer care and they told me to switch the sensor, I did, and still facing the same issue, where the alarm will wake me up midnight and I think I have a serious low glucose, then I will go eat something or take glucose tablets. This is a serious public health issue. FDA safety report ID# (B)(4).